Event description:
No new additional information was provided by the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the complaint investigation. Updated fields: d8, d9, h2, h3, h6, h11. Olympus reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025, sampling from: instrument/biopsy/suction channel, cfu: 2cfu, bacterial identification: staphylococcus epidermidis, staphylococcus warneri. Sampling date: (B)(6), 2025, sampling from: instrument/biopsy/suction channel, cfu: 1cfu, bacterial identification: staphylococcus epidermidis, sampling date: (B)(6) 2025, sampling from: air/water channel, cfu: 2cfu, bacterial identification: micrococcus luteus, staphylococcus epidermidis. Sampling date: (B)(6) 2026, sampling from: instrument/biopsy/suction channel, cfu: 1cfu, bacterial identification: micrococcus luteus. Sampling date: (B)(6) 2026, sampling from: air/water channel, cfu: 1cfu, bacterial identification: micrococcus luteus. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed, and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported on (B)(6) 2025 that, during reprocessing, the ultrasonic gastrovideoscope tested positive for an unknown number of colony forming units (cfus) of candida fungus in the forceps channel that occurred on an undisclosed/unconfirmed date at the end of (B)(6) 2025. The device was retested on an unconfirmed date of (B)(6) 2025, and it tested positive for an unknown number of cfus of candida fungus. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.